Event description:
The rptr stated that she is not a dr, but that a dr had told her that the device should have delivered a shock, when employed just outside of their building. There was no info about pt's condition. The customer would not divulge any pt info.

Manufacturer narrative:
The device not yet received.